Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 and 02/17/2018, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on 02/11/2018. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the complaint was undetermined. The probable cause could not be determined.